Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible due to no physical sample or images were received. However, the user report and the provided video contain information of catheter leak near the kink protection. After reviewing of provided video the leak of the catheter can be confirmed. This type of leak could be a result of catheter mechanical jam. The blockage of the catheter leads to build up of aspirated fluid in the catheter chamber and due to high pressure, the material can leak out near the kink protection like it is shown in the attached video. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent thrombectomy & atherectomy procedure using aspirex. During the procedure it was reported that the catheter allegedly had leak from the blue segment of the catheter. There was no reported patient injury.